Manufacturer narrative:
Initial reporter last name: smith-health technology a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information : imdrf annex b, c and d grids, device available for eval? Returned to manufacturer on, device return to manuf ? Device eval by manufacturer?, remedial action required and remedial action #. Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. H3 other text : see manufacturer narrative.